Event description:
It was reported that (1) tlc55 was used during a bowel resection procedure. It was reported by the rep that the surgeon was handed the tlc55 and attempted to fire it across bowel. The rep reported that the surgeon said "the handle would not engage fully, it stuck midway through a firing cycle." The surgeon said "this happened with the next cartridge as well." The case was completed with a new internal cutter and there was no consequence to pt.